Event description:
The affiliate alleged a customer reported that a metallizing plating of a light guide cable peeled off after it was processed by two sterrad units. The instrument was used for ophthalmological operation at the hospital. The affiliate stated that there were no injuries reported from the event.

Manufacturer narrative:
Damaged device. Reference MDR: 2084725-2009-00037.